Event description:
I underwent bilateral lasik for high myopia and astigmatism. My surgeon was a highly trained cornea fellow with impeccable credentials. The excimer laser was a visx star s3. My eyes were healthy, it had a stable refraction, and I was told I was an excellent candidate. I experienced no intra - or post-operative complications. Nearly all my refractive error was eliminated in a single procedure. However, I lost five to six lines of best-corrected visual acuity in each eye due to unexplained irregular topographical changes and high order aberrations. I also began to experience severe pain from dry eye, which worsened and persists to this day. Because of vision problems and pain I had no income for three yrs. Today the only way I am able to function is with boston scleral prosthetic devices - 18.5mm custom lathed rigid lenses which hold fluid over my corneas -. This has enabled me to work regular hours again. I also have to use moisture chamber eyewear for additional relief, and I employ various drops, devices and products such as moisture goggles to protect my eyes at night.